Event description:
It was reported that the pump touch screen was unresponsive and timing off sooner than expected. Additionally, it was reported that there was an issue with the wake button. The customer declined to provide additional information regarding the issues. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.